Manufacturer narrative:
Technician found that the emergency trend did not function. Replaced trend valve with a replacement kit to resolve this issue.

Event description:
Complainant alleged that the emergency trend does not function.